Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was determined to have a pocket infection during a routine follow up. This patient has been treated for infection and this device has been explanted. There were no further adverse effects reported. This device is not expected for return.